Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that on (B)(6) 2018, the implant turned off, and the patient could not connect with external devices. The patient reported that her implant battery just stopped working and she felt the implant turn off. She tried connecting with the patient programmer and implantable neurostimulator recharger. When she tried to check the implant with her patient programmer, it was not reading her settings and displayed an unknown screen. The patient tried with the implantable neurostimulator recharger, but the implantable neurostimulator recharger also was not connecting. The patient tried to connect again to the patient programmer and it was showing the patient programmer low battery icon which was different than the previous screen that she had seen. The patient was planning on replacing the batteries in the patient programmer and was going to call back if she was still experiencing an issue with the patient programmer. When attempting to connect again with the implantable neurostimulator recharger, it started charging. The implant battery icon on the implantable neurostimulator recharger showed to be almost empty other than a small sliver. The patient indicated that she has had to charge more often recently and the implantable neurostimulator charge looks to be below 25%. It was reviewed with the patient that the implantable neurostimulator may have turned off due to low battery. The patient was able to charge successfully. The patient indicated that she has to charge her implant more often recently. She used to charge every 2-3 weeks, and now she has to charge weekly. The patient tries to never let the implantable neurostimulator get below 25%, but this time, her implantable neurostimulator was at a decent charge and it went quickly to no charge. The patient has not recently been reprogrammed, switched to a new group, or increased parameters. It was reviewed with the patient that as the implant battery gets older, she may need to charge more often. The patient typically gets 8 bars when charging, and was able to get 8 coupling boxes when charging at the time of the report. The patient was redirected to her health care provider to have them check the implant and discuss settings for charge frequency concerns. The patient has an appointment with her health care provider on (B)(6)2018. There were no patient symptoms or complications reported.